Manufacturer narrative:
The device is not under a draeger service contract - the hospital performs maintenance and repairs on own behalf and responsibility.the manufacturer reconstructs the course of event as follows: the savina is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. Draeger recommends regular battery checks and an exchange interval of two years at average use conditions. The particular device was manufactured in march 2016.the battery serves as an important feature to compensate mains power losses and thus, the user is advised to check battery availability during each instance of the pre-use test - the power plug shall be removed and, the user has to check if the device continues operation on battery. This test is able to identify an outdated or depleted battery. Obviously the user omitted this step. Finally, the case must be attributed to lack of maintenance and to failure to follow instructions. Device not available for investigation, 3rd party service.

Event description:
It was reported that durig use on a patient the display of the ventilator switched black and the device performed a restart - reportedly there was no injury or impairment in state of health of the patient and a 3rd party service identified a failed internal battery - after battery replacement the device went back into service.